Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that a quantity of four (4) mr290hfv humidification chambers had cracked while being used with an mr850jhu humidifier and viasys sensormedics 3100b ventilator. The flow rate was documented at 38 lpm at 4hz and ampage at 85 amps. It was further reported that vertical crack was found near the base of the chambers. The water inside the chambers leaked, but there was no loss of air pressure. The chambers were not sent to fph u.s. Service center due to exposure to h1n1 virus. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290hfv humidification chambers were not returned to fisher & paykel healthcare (fph) for eval due to exposure to h1n1 virus. An investigation was carried out based on the event description, ventilator settings provided by the hospital and results of previous investigations on similar complaints. Results: based on the ventilator settings provided by the hospital, the maximum pressure inside the chamber domes at the time of use was slightly higher than the recommended maximum operating pressure. A lot check revealed no other complaints of this nature for this lot number. Conclusion: cracks in the plastic chamber dome can occur when high frequency oscillations are encountered with high pressure settings. Our instructions for use (IFU) indicate a maximum operating pressure for the chamber and advises the user to set appropriate ventilator alarms. Ventilator alarms alert the user to a cracked chamber and allow them to act by replacing the chamber according to their standard procedures. The maximum operating pressure of the mr290 chamber, as indicated on the IFU, is 8 kpa (equivalent to 80 cm h2o). Based on the info provided by the hospital, the pressure inside the chambers was in excess of the recommended maximum operating pressure. (B)(4).